Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the aortic position at a depth of approximately 0-3mm below the annulus. Upon attempt to remove the reference pigtail from behind the valve frame, the valve dislodged into the ascending aorta. Subsequently, the valve was snared for stability and a second valve was implanted in the aortic position at a depth of 6-10 mm below the annulus. Following the procedure, the physician commented that putting a j wire down the pigtail may have assisted with removing it from behind the frame of the valve. No additional adverse patient effects were reported.